Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. The device remained implanted, no patient symptoms. No additional information available.